Event description:
Allegedly revised due to mom complications.

Manufacturer narrative:
Investigation is not complete. Event code is addressed in package insert. Trends will be evaluated. This is the same event as 1043534-2013-01709, -01710, -01711. This report will be updated when investigation is completed.